Event description:
It was reported that the patient had a faulty dispensing needle on (B)(6) 2025 which led to losing a dose. The patient also reported having cellulite infections and patient also reports having to move up her dosing to every 1-2 hours.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: (B)(6) country: united states of america. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level neria guard and malfunction code: component defect- malfunction code not on list. Patient reported faulty dispensing needle, but no other specific information could be used to help the investigation. Since no specific lot information was provided, a larger investigation for the product family and similar malfunctions was performed. See attachment "neria guard cannula investigation closure "for more information. The harm was determined to be related to a medication reaction. Clinical data from a phase 3 trial involving subcutaneous administration of foslevodopa-foscarbidopa (produodopa) indicate that patients may experience side effects primarily at the infusion site. Reported events include erythema, pain, cellulitis, and oedema. In some cases, infusion site infections have been observed, with treatment involving oral antibiotics. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required, nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.